Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was treated with fortum injections (250mg, frequency and route not reported), reflin (250mg in every bag, frequency and route not reported) and amikacin injections (50mg, once a day, route not reported). The outcome of the peritonitis was not reported. Dianeal therapy was ongoing. No additional information is available. This is report 1 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. The device was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). It was reported during follow up that the patient was recovered from the peritonitis event. Patient outcome was previously unknown. Should additional relevant information become available, a supplemental report will be submitted.